Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-may-13, information was received from a patient receiving fentanyl (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient has gone through "detoxes" twice where they were throwing up and having chills. The patient stated their blood pressure was 178/92 and their pulse was 106 the other night. The patient mentioned the first time this happened, they went to their doctor who told them there was a "disconnect" between the amount of medication they should be receiving and the amount they were receiving. The patient reported they were unable to stand up straight,walk, and have high blood pressure. The patient mentioned on sunday night, it happened again. The issue was not resolved through troubleshooting. The patient was redirected to their hcp to further address the issue.